Manufacturer narrative:
During the subsequent site visit, the abbott field service representative (fsr) found that the cuvette washer nozzle pair #2 was not draining correctly and nozzle pair # 3 was foaming in the cuvette. Both cuvette washer nozzle pairs (nozzle pairs 2-3, wash solution, part number 2-89270-02) were replaced to resolve the issue. There were no additional discrepant results reported on the architect serial number (sn) (B)(6) after the parts were replaced. A review of the sn (B)(6) instrument service history revealed no additional erratic or discrepant results reported. Return testing was not completed as returns were not available. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of the architect c16000 systems found no systemic issues or trends for the erratic/discrepant results associated with this ticket. A review of historical data for the part (2-89270-02) revealed no trends or systemic issues associated with the part. The architect system operations manual and the architect c16000 service and support manual provide adequate information, troubleshooting, and maintenance concerning erratic / discrepant results; including, replacing the cuvette washer nozzles. Based on the investigation no product deficiency was identified for either the architect c16000, serial number (B)(6) or the nozzle pairs 2-3, wash solution, part number 2-89270-02.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely depressed calcium (ca) results on one patient generated on the architect analyzer. The results provided were: sid (B)(6) initial = 1.27mmol/l / repeat on different analyzer = 2.33mmol/l. There was no reported impact to patient management.